Manufacturer narrative:
Eight patient samples were provided for investigation. One sample was hemolyzed, so the remaining 7 samples were investigated. Precision for these samples was within specifications.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they have observed high imprecision for an unspecified number of patient samples tested for the elecsys estradiol iii assay (e2) on a cobas 8000 e 801 module (e801). The issue is observed with samples that have values around or below 25 ng/l. Due to this issue, all samples for patients aged 12 to 55 years which result with values below 25 ng/l are repeated. After repeat of some of these samples, deviations of over 300 % were observed. The average deviation between sample measurements was 86 %. The customer noted that this kind of imprecision was not observed on the roche diagnostics elecsys e170 modular analytics immunoassay analyzer (e170). Imprecision on the e170 analyzer occurred at values below 10 ng/l. The customer provided data for three patient samples that were affected and these samples had erroneous e2 values. It was asked, but it is not known if the erroneous values for these samples were reported outside of the laboratory. The first sample initially resulted as 22 ng/l and repeated as 31 ng/l. The second sample initially resulted as 26 ng/l and repeated as 39 ng/l. The third sample initially resulted as 24 ng/l and repeated as 33 ng/l. No adverse events were alleged to have occurred with these patients. The e2 reagent lot number and expiration date were asked for, but not provided.

Manufacturer narrative:
The second patient is a (B)(4) female. The third patient is a (B)(4) female. No medical device problem was detected during the investigation. A general reagent issue could be excluded. The investigation was unable to find a definitive root cause.